Event description:
The field service engineer reported that the gantry front cover safety locks are missing which should secure the opened front cover from coming down do not work. Pins can be attached but there is no counterpart to which the pins can be engaged to.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).